Event description:
Patient IV pump battery became dislodged causing it to alarm and made this nurse turn the entire pump off. When rebooted the pump was flashing service needed. Pump removed from patients' room and replaced with a new pump. All infusions restarted. Pump taken out of service.